Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803.

Event description:
In this event it is reported that p&bond active stand.ref. That was used in treatment of a patient, allegedly the enamel that is between the fills has a rusty stain. Doctor tried polishing the stain away with polishers, then with a slow speed round and next used a disk. The doctor thought it was from a bond flash. The doctor had to use a high speed diamond bur to remove it. They also noticed staining on the gingiva. Further information requested.